Event description:
The spouse of a home pt (hp) reported that the hp was hospitalized after using the homechoice pro cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) revealed that the hp's defibrillator was alarming during apd therapy, at which time the hp discontinued therapy and was admitted to the hosp. While hospitalized, the hp was transferred to hemodialysis and placed under observation. The cause for the defibrillator's alarming was not determined and the hp was released 7/2003. The hcp related that the hp was home from the hosp for 2 hours only when the defibrillator began alarming again. However on this occasion, the hp was not using the homechoice pro cycler. The hp was re-admitted to the hosp. According to the hcp, the hp is currently undergoing additional examinations and the root cause of the defibrillator's alarming has not yet been determined.